Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Review of controller log files confirmed the reported event, revealing a rise in power outside the normal operating range. Alarm files confirmed multiple high watts alarms and most likely relates to the fibrin thrombus identified in independent pathological analysis. Post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device.  A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event.  Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulant therapy and patient comorbidities.  In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  Though the root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported by the clinical study database that this patient was admitted to the hospital for treatment of suspected pump thrombus. The patient reported that his lvad began alarming a lot, and that he experienced dark urine. Upon admission the patient had elevated plasma free hemoglobin (hgb- pf), elevated bilirubin, and elevated lactate dehydrogenase (ldh) levels. The patient was on aspirin, plavix, and warfarin for anticoagulation therapy. During the hospitalization the patient was administered intravenous (IV) heparin and integrilin, and bivalirudin; and warfarin & plavix were held. The patient continued to exhibit signs and symptoms of hemolysis. On (B)(6) 2012, the decision was taken to the operating room for pump exchange. Immediately after the exchange, the patient's urine color improved and hemolysis values began trending down. Warfarin was restarted on (B)(6) 2013. The patient was discharged home on (B)(6) 2013 on aspirin 325 mg, and warfarin 2mg daily.